Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the screen was not working properly. The customer's blood glucose level was unknown. The customer reported that the screw had moved up, insulin pump was damage looks like broken. The device will not be returned for analysis.